Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658 lead, (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed and analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. It was also noted that analysis of the device memory indicated oversensing information. There was apparent oversensing in atrial high rate episodes. Auto lead diagnostics shows atrial lead impedance variable with high/open circuit pace counts since atrial lead warning occurred on 2014 (B)(6).

Event description:
It was reported that there was a right atrial (ra) lead warning for high impedance in both the unipolar and bipolar configurations. There were also many atrial high rate (ahr) episodes that were caused by myopotential oversensing. It was also noted that the patient felt pocket stimulation. The ra lead was reprogrammed back to bipolar and the lead monitor was set to adaptive. The lead remains in use. No patient complications have been reported as a result of this event.